Manufacturer narrative:
Seizures are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
A patient had a litt procedure on (B)(6) 2022. On (B)(6) 2022, it was reported that a patient was admitted for seizures and required intubation for concern of status epilepticus. The patient was also treated for methicillin sensitive pneumonia during this admission. The site reported this event as not related to the neuroblate system but did indicate this event as possibly related to the procedure.the patient was discharged at baseline neurological status. Interventions included hospitalization through (B)(6) 2022. The event was indicated as resolved on (B)(6) 2022.